Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. It was verified that programming and histories were accurate. Also, the reservoir was placed correctly in the pump. Troubleshooting was done and the leadscrew did not rotate completely. The customer was advised that a replacement will be sent and to revert back to manual injections per md protocol.